Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker hip system.an evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient with bilateral hip prostheses and mild to moderately hyperextensible natural joints who has had recurrent disarticulations of her prostheses' heads (approximately 15 thus far). Each episode required general anesthesia in or for rearticulation. Patient is only (B)(6) and these are already her second set of prostheses.